Event description:
Facility stated the lift will not stay positioned patient gets lowered down, lift does this on its own, customer had gotten all the way down to the floor and her shoulder was hurting her.